Event description:
It was reported that a hospital employee suffered from chemical burns to the skin related to hypersensitiity to cidex opa solution vapors. The report indicates the employee's face was red and burning over the eyelids and cheek area.